Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with an implantable neuro stimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/pelvic floor patient reported that when she had the implant originally, the dr had to do a revision "because I had a seroma" at the implant and this occurred "after the incision and everything" (2018) so the health care professional had to move the implant at that time. Patient also reported that they had "pain in my rectum, it started in the last few weeks and its been getting worse in the last few days. Patient said she has tried turning stim down, but isn't sure yet if its helped.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient reported they were having pain in the rectal area and across the waist of their jeans, their gynecologist told them it may be caused by the device. The doctor did not do a rectal exam. The patient stated they decreased it to 3.2. They had no falls or trauma, but added they did to back to work recently as a cashier and therefore, they did a lot of bending and stretching. It was offered to assist the patient with decreasing or turning off therapy, but they did not want to do that at the time of the call. No further complications were reported or anticipated.